Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent tubal reversal due to complications from the essure device.). At the time of the report, the pelvic pain, infection and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure. The reporter commented: patient underwent tubal reversal due to complications from the essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain') in a 34-year-old female patient who had essure (batch no. 627449) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, vaginal delivery and recurrent uti. Previously administered products included for an unreported indication: steroid. Concurrent conditions included overweight, urticaria, swelling nos, rash, dermatitis, food allergy, allergic rhinitis, multiple allergies (iodine, sulfonamide antibiotics,sulfa- rash, gold, nickel.), pruritus, hives, joint swelling, swelling of feet, menstruation abnormal, nausea and abdominal cramps. Concomitant products included tramadol for back pain as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) since 2003, ethinylestradiol;norgestimate (ortho cyclen) since 2006, fexofenadine hydrochloride (allegra) and prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"), 4 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). The patient was treated with surgery (surgical removal of coil(s) - removal of essure devices.bilateral tubouterine implantation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and back pain was resolving and the infection, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, depression, anxiety, dyspareunia, allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dyspareunia, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent tubal reversal due to complications from the essure. Current weight as of (B)(6) 2019: 184 lbs. Approximate weight at the time of essure placement 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: lower back pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc. (Product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain') in a 34-year-old female patient who had essure (batch no. 627449) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, vaginal delivery and recurrent uti. Previously administered products included for an unreported indication: steroid. Concurrent conditions included overweight, urticaria, swelling, rash, dermatitis, food allergy, allergic rhinitis, multiple allergies (iodine, sulfonamide antibiotics,sulfa- rash, gold, nickel.), pruritus, hives, joint swelling, swelling of feet, menstruation abnormal, nausea and abdominal cramps. Concomitant products included tramadol for back pain as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) since 2003, ethinylestradiol;norgestimate (ortho cyclen) since 2006, fexofenadine hydrochloride (allegra) and prednisone. On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"), 4 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). The patient was treated with surgery (surgical removal of coil(s) - removal of essure devices. Bilateral tubouterine implantation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and back pain was resolving and the infection, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, depression, anxiety, dyspareunia, allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dyspareunia, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent tubal reversal due to complications from the essure. Current weight as of (B)(6) 2019: 184 lbs. Approximate weight at the time of essure placement 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: lower back pains most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, migraines / headaches, depression, mental anguish, dyspareunia(painful sexual intercourse), nickel allergy, weight gain, lower back pain. Event outcome was updated for the events: pelvic area pain and lower back pain. Lot number was added. Concomitant drugs, conditions and historical conditions were added. Reporter's information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain'), pregnancy with contraceptive device ('claiming pregnancy : birth ¿no complications') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 627449) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, vaginal delivery and recurrent uti. Previously administered products included for an unreported indication: steroid. Concurrent conditions included overweight, urticaria, swelling nos, rash, dermatitis, food allergy, allergic rhinitis, multiple allergies (iodine, sulfonamide antibiotics,sulfa- rash, gold, nickel.), pruritus, hives, joint swelling, swelling of feet, menstruation abnormal, nausea and abdominal cramps. Concomitant products included tramadol for back pain as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) since 2003, ethinylestradiol;norgestimate (ortho cyclen) since 2006, fexofenadine hydrochloride (allegra) and prednisone. On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"), 4 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), hypersensitivity ("allergic reaction"), depression ("depression\ psych injury"), anxiety ("mental anguish\psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder/ urinary") and urinary tract disorder ("bladder/ urinary") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) - removal of essure devices.bilateral tubouterine implantation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, allergy to metals, abdominal pain, genital haemorrhage, rash, skin disorder, bladder disorder and urinary tract disorder had resolved, the pregnancy with contraceptive device, infection, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, depression, anxiety, dyspareunia and weight increased outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, depression, dyspareunia, genital haemorrhage, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent tubal reversal due to complications from the essure. Current weight as of (B)(6) 2019: 184 lbs. Approximate weight at the time of essure placement 170 lbs. Received treatment for bleeding-general abnormal bleeding, allergy: nickel ¿ diagnosis post-essure, rash/skin condition diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: lower back pains quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: abdominal pain, general abnormal bleeding, rash/skin condition, device ineffective , pregnancy,bladder/ urinary were added. One event pelvic pain was updated from recovering/resolving to recovered\resolved & another one event was updated from unknown to recovered resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.